Manufacturer narrative:
H6: updated. H3: one device was received. A review of the event history log found a high alarm displayed: cassette not attached properly. A visual inspection found the downstream occlusion (dso) seal was detached, and the (uso) seal was delaminated. During the functional testing, the customer reported issue was not able to be replicated. The uso and dso seals were replaced and the device was charged for a minimum of three days to hold the time and date. The device passed all functional tests performed after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a cassette not attached alarm and intermittent false down occlusion alarm. The event occurred during testing. There was no patient involvement.